Manufacturer narrative:
One opened and used insertion needle was inspected for burrs and dull needle tip anomalies and none were found. The introducer needle passed per specification. It could not be confirmed if the customer received the needle in said condition due to the needle being returned opened and used.

Event description:
Customer reported that there is a sensor error alarm. Customer states that the blood glucose reading is unknown. Customer states that there is an anomaly. Customer also states that the blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.